Manufacturer narrative:
This is one event (death) reported for the same patient involving two separate products; associated mdrs #1225714-2014-01049 and 01050.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired in (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-01049 and 1225714-2014-01050. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received indicated that the patient expired one day post event onset. It was alleged the event was caused by the patient's exposure to the product administered during dialysis treatment.